Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of asexf038 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that chemo noted to be leaking following a slow overnight infusion at patient's home. No other information was provided.

Event description:
It was reported that chemo noted to be leaking following a slow overnight infusion at patient's home. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak from the y-site due to a crack was confirmed and the cause appeared to be supplier related. The products returned for evaluation were six 20g x 0.75¿ powerloc max safety infusion sets. Four of the samples were unopened packages from lot asexf038, one sample was an unopened sample from lot asewf070, and one sample was an opened and used sample. The unused samples appeared unremarkable to gross visual examination and were received with the end caps attached to both luer adaptors, as per design. The end caps could easily be removed and reattached to the luer adaptors. No cracks or stress marks were seen on either of the luer adaptors when the unused samples were microscopically examined. The threads appeared free of damage and/or deformation. No leaks were detected in the samples when they were flushed with fluid or when they were hydraulically pressurized. The side tail and y-site luer adaptors were tested using an iso taper gauge on the unused samples. The luer adapters met the iso taper standard. The used sample contained needleless injection caps attached to both the y-site luer adaptor and the luer adaptor on the side tail. The caps could easily be removed and reattached to the luer adaptors. A whitish-brown powdery residual material was noted along the side of the y-site luer adaptor. A longitudinal crack was seen in the y-site luer adaptor, located near the mold parting line on the side of the connector closest to the side tail tubing. Microscopic examination revealed that the crack in the y-site traversed from the orifice of the luer adaptor to nearly the joint in the connector. No other surface cracks were noted on the sample and no deformation or upward flaring of the luer adaptor threads was noted. When a non-complainant syringe was inserted into the luer adaptor, the crack in the adaptor gaped wider. As the crack gaped wider when a tapered fitting was inserted, the y-site could not be tested with an iso taper gauge. The side tail luer adaptor on this sample was tested with a taper gauge and was confirmed to meet the iso standard. Then this sample was flushed with water from a syringe, a spraying leak was observed emanating from the crack in the y-site luer adaptor. Bd is working closely with the supplier to prevent recurrence of the reported event.

Event description:
It was reported that chemo noted to be leaking following a slow overnight infusion at patient's home. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak from the y-site due to a crack was confirmed but the cause is unknown. The products returned for evaluation were six 20g x 0.75¿ powerloc max safety infusion sets. Four of the samples were unopened packages from lot asexf038, one sample was an unopened sample from lot asewf070, and one sample was an opened and used sample. The unused samples appeared unremarkable to gross visual examination and were received with the end caps attached to both luer adaptors, as per design. The end caps could easily be removed and reattached to the luer adaptors. No cracks or stress marks were seen on either of the luer adaptors when the unused samples were microscopically examined. The threads appeared free of damage and/or deformation. No leaks were detected in the samples when they were flushed with fluid or when they were hydraulically pressurized. The side tail and y-site luer adaptors were tested using an iso taper gauge on the unused samples. The luer adapters met the iso taper standard. The used sample contained needleless injection caps attached to both the y-site luer adaptor and the luer adaptor on the side tail. The caps could easily be removed and reattached to the luer adaptors. A whitish-brown powdery residual material was noted along the side of the y-site luer adaptor. A longitudinal crack was seen in the y-site luer adaptor, located near the mold parting line on the side of the connector closest to the side tail tubing. Microscopic examination revealed that the crack in the y-site traversed from the orifice of the luer adaptor to nearly the joint in the connector. No other surface cracks were noted on the sample and no deformation or upward flaring of the luer adaptor threads was noted. When a non-complainant syringe was inserted into the luer adaptor, the crack in the adaptor gaped wider. As the crack gaped wider when a tapered fitting was inserted, the y-site could not be tested with an iso taper gauge. The side tail luer adaptor on this sample was tested with a taper gauge and was confirmed to meet the iso standard. Then this sample was flushed with water from a syringe, a spraying leak was observed emanating from the crack in the y-site luer adaptor. Possible contributing factors could include over insertion of a luer taper or an incompatibility with auxiliary devices. Additional unidentified factors may have also been involved. Consequently, the event was classified as cause unknown. H3 other text : evaluation findings are in section h.11